Event description:
The pta balloon burst at 1atm during an unspecified procedure. There was no report of injury to the pt. Numed contacted the distributor who provided the initial report to numed but could not obtain any add'l info about this malfunction.